Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) was confirmed. Upon evaluation, the monitor would not power up. The cause for the failure was that the c1 capacitor shorted and the l1, l2, and d1 components were damaged. The root cause of the shorted c1 capacitor and damaged l1,l2, and d1 components cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that the monitor was unable to complete essential performance testing.